Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received, this device was replaced due to therapy upgrade. No additional information was received.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.